Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization. The customer's blood glucose reading was in the 20's mg/dl. The customer stated that the pump gave him too much insulin which caused him to have low readings. The customer did not have a drive support cap. The customer stated that the cap fell on the floor and it was crawling. The customer had a bruised eye. The customer was treated by emt with IV glucose. The customer also had low reading of 18 mg/dl and was hospitalized 3 times during that week.